Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The red alert indicated high impedances out of range on this right ventricular (rv) lead. Furthermore, the patient was evaluated in the clinic and the field representative was able to reproduce the noise with isometrics and pocket manipulations. Additionally, high pacing thresholds were observed with a suspected loss of capture, leading into the patient experiencing shortness of breath. Technical services (ts) recommended to increase the output and increase the sensitivity if the patient requires pacing. At this time, this lead remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).